Manufacturer narrative:
(B)(6) 2019, (B)(6) 2019 the customer reported that the nurse call system began to alarm and found the ventilator shut down and had a blank screen while in patient use. The patient desaturated, was manually ventilated and placed on another ventilator. There was no patient harm. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18jul2019. The manufacturer¿s field service engineer (fse) confirmed the reported maximum system resets exceeded issue and replaced the (pcba) printed circuit board assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported maximum system resets exceeded. There was patient involvement, but no one was harmed.